Event description:
The customer reported that the insulin leaked into the reservoir compartment. The blood glucose reading at the time of the call was 467 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.